Event description:
It was reported that the pt underwent a surgery where an artificial cervical disc was implanted in the c6-7 level. Four yrs post-op, the pt had reportedly developed posterior osteophytes, and required removal of the disc.

Manufacturer narrative:
(B) (4). Also see medwatch report number 1030489201000495. A review of the device history for this device was not possible without additional device info. Evaluation of the returned device found the sheath had a glossy external surface with no discoloration, deformation or cracking. Bone ingrowth was exhibited on the both the inferior and superior titanium endplates. Damage was noted on the retaining wire, it had been pulled away from the disc. This damage is attributed to iatrogenic damage during removal. Following disassembly it was noted that the disc contained some fluid. The nucleus had a glossy appearance with no observations of impingement. Additionally, the inferior and superior endplates exhibited a glossy finish.